Event description:
It was reported that the tank harness needs to be replaced on the arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty tank harness. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tank harness needs to be replaced on the arctic sun device. Per sample evaluation results on 05dec2023, it was reported that the multiple occurrences of alert 113 in patient data indicating not cooling. The double bend tube and the chiller evaporator outlet tube was expanded. The tank seals were splitting and lifted from the tank. Complete the 2000-hour pm procedure.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was unconfirmed as the reported issue was not duplicated during testing. An electrical safety test was performed. A 45 hour burn in was completed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the tank harness needs to be replaced on the arctic sun device.